Event description:
Pt placed back on ventilator with clogged expiratory bacteria filter in line after proceeding shift had taken filter out of the circuit because it was clogged/occluded with medication.